Event description:
It was reported that the ilet issued alert 38 indicating consecutive motor stalls, which persisted after a restart, and the device was shut down and replaced; the user transitioned to subcutaneous insulin via pen as back-up therapy. Symptoms included hyperglycemia for approximately 18 hours with meter displaying ¿high,¿ accompanied by nausea and vomiting. Outcomes included temporary device replacement and use of alternative insulin delivery without hospitalization or professional medical intervention. Investigation included review of the reported alarm, confirmation of device alert behavior, user education on shutdown and restart procedures, and arrangement for device return. Investigation of this case revealed a device motor stall consistent with a pump mechanical malfunction localized to the motor/drive system. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.